Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a professional roche coaguchek xs meter of unknown serial number. The customer tested by fingerstick on their meter and the result was 2.6 inr. Customer then tested on their doctor's professional coaguchek xs meter and the result was 2.0 inr. Both tests were performed at about 10:30 am. Customer states they use a new finger when repeating tests. Customer did not know their exact therapeutic range but stated their doctor wants them at 2.5 inr. The customer is slightly anemic but does not know their hematocrit. Customer has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no diet changes, no new illness and no bleeding or bruising. There was no allegation of an adverse event. The customer's meter and strips have been requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned meter and strips were tested with a retention control. Testing results: qc 1: 3.3 inr, qc 2: 3.4 inr, qc 3: 3.2 inr . Results: the obtained qc values were in the allowed range. All measurements were without error messages. The maximum difference between measurements was 8%. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.